Manufacturer narrative:
Investigation summary: three photos and one sample was provided to our quality team for investigation. Upon visual inspection, the membrane was observed incorrectly positioned and welded onto the connector housing, resulting in the leakage reported. A device history review was performed for reported lot 1807001, no deviations or non-conformances related to this issue were identified during the manufacturing process. Product undergoes a series of visual and functional inspections throughout manufacturing, including verification that all connector components are within the established dimensions. All testing was reviewed for the reported lot and no issues were identified related to this malfunction. A vision system is used to verify the proper positioning and welding of the membrane, rejecting any defective product identified, all systems were properly validated prior to the manufacturing of this lot. To challenge the vision system, we placed the decontaminated connector sample in the assembly stations and the defective product was properly detected and rejected. Failures in the parameters of these systems may lead to the reported defect. All parameters are reviewed according to procedure to verify they are within the required limits. Based on the available information, we cannot identify a definitive root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that connector c60 bns leaked. This was discovered before use. The following information was provided by the initial reporter: when conducted priming with antiemetic, it leaked from c60. The membrane seems swollen at that point.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connector c60 bns leaked. This was discovered before use. The following information was provided by the initial reporter: when conducted priming with antiemetic, it leaked from c60. The membrane seems swollen at that point.